Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor had low speed, the derm hinge was missing, the unit was out of calibration, and the control bar was not in the correct position. The motor, sleeve, and hinge were replaced and the unit and control bar were recalibrated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that this device was sent in for repair with the following diagnosis: ce label missing; recalibrated; missing derm hinge need to be replaced defective motor need to be replaced. Product sent in for pm only. Investigation found low motor speed. There was no adverse event reported as a result of this malfunction.